Manufacturer narrative:
Pending completion of device analysis and review of the device history record. Internal complaint number: (B)(4).

Event description:
Agent contacted technical solutions to report a prometra pump that was explanted due to multiple volume discrepancies. The patient's refills are typically managed by another agency and the agent did not have any information on the volume discrepancies. They reported that a cap study was not done. The patient had a major spine procedure prior to the discrepancies to repair existing spine hardware and the patient's pump physician was involved to reposition the catheter. The patient did have an MRI prior to the discrepancies, but no falls or trauma were reported.

Manufacturer narrative:
Device was returned for additional evaluation and investigation. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Additional physical investigation was performed on the device, confirming the alleged issue. Analysis of the pump's functionality was performed. The pump reservoir function was checked by filling the reservoir with 20 ml of sterile water for injection (swi) and allowing the reservoir's pressure to return the fluid into the syringe. The reservoir was refilled and the cap was flushed with 5 ml of swi. A demand bolus of 0.3 mg with a 1.00 mg/ml concentration over 16 minutes was programmed. At ambient temperature, fluid droplets were observed at the tip of the stem indicating proper priming of the pump. A second demand bolus, programmed with the same parameters, at 37 °c also produced fluid droplets at the tip of the stem. The pump was programmed with a 1.994 mg daily dose multi-rate flow test over a 24-hour time period at 37°c. The dispensed volume was 1.385 ml (70%) of the expected volume. The catheter access port and suture ring were removed and the pump was decontaminated a second time. The top cover of the pump was machined off and the valves' "pull open / hold open" currents were measured. The results showed that the current required to pull open both the inlet and outlet valves exceeded the design specification for the valve. Internal complaint number: (B)(4).